Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. This report was issued due to a malfunction of life-sustaining-device. The device is under investigation at the sales and service unit of maquet in (B)(4). The investigation is still on-going and a supplemental medwatch will be submitted if new info becomes available.

Event description:
Ac input error at power on. The 18% battery capacity dropped down to 0% within 5 seconds. Unit was switched off once, but the failure occurred repeatedly. At third switch on the unit would not turn on. As the pt needed the cardiohelp support and no other cardiohelp was available at the initial hospital, the manual emergency drive of the defective cardiohelp was used to bridge the transportation to another hospital. This is the only info that we have at this point. Reference: (B)(4).